Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and with corroded battery tub however, using a test battery cap the insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Company representative reported via phone call that the customer was hospitalized for high blood glucose and high kidney enzyme. Customer's blood glucose was 450 mg/dl. Device had a blank display. Customer was wearing the device at time of hospitalization. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.